Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low shock impedance measurements of less than 30 ohms. Technical services (ts) was contacted, and ts noted two episodes where the s-ICD had delivered inappropriate shocks for supraventricular tachycardia (svt) with t-wave oversensing with the shock impedance being 35 ohms at the time. Ts also discussed likely false positives for atrial fibrillation (af) episodes due to premature ventricular contractions (pvcs). No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low shock impedance measurements of less than 30 ohms. Technical services (ts) was contacted, and ts noted two episodes where the s-ICD had delivered inappropriate shocks for supraventricular tachycardia (svt) with t-wave oversensing with the shock impedance being 35 ohms at the time. Ts also discussed likely false positives for atrial fibrillation (af) episodes due to premature ventricular contractions (pvcs). No additional adverse patient effects were reported. Additional information was received indicating the s-ICD system exhibited low, out-of-range impedance measurements of less than 25 ohms. The s-ICD system remains in service. No adverse patient effects were reported.